Event description:
The patient's family member called to report that the patient was flailing around in bed at 2:30 am and she called 911. She then used the suspect device to check patient's blood glucose and obtained a result of 199mg/dl. When the emt's arrived they tested patient's blood glucose at 34mg/dl. Patient was treated with a glucose IV. Glucose control solutions were not used on the system. The suspect device was replaced with new product and authorized for return to the manufacturer for evaluation.